Event description:
It was reported that tip detachment and device fragments left inside the patient occurred. An amplatz super stiff guidewire was used during a procedure. The tip of the guidewire came loose and was left inside the puncture tract. No immediate action was taken as it was unnoticed at the time.